Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt said that there's a pain when charging the ins, they don't know if the lead was 'loose' and it feels almost like a 'shock' in the back area where the ins is located. Pt said they have other health issues. Agent had difficulty understanding the patient and tried to obtain pertinent details. When asked for event date pt said they can't remember. Pt stated the ins was implanted for their lower back and they had neck surgery couple of times. Pt said their stimulator only goes halfway up their back. Pt also said they are going to have 'nervous burnt on the side' of their neck. Agent reviewed information. Agent redirected pt to their hcp to set up an appointment with rep to further address the issue.